Event description:
It was reported that the clip fell out and will not close correctly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed, and no anomalies were noted during the manufacturing process.